Manufacturer narrative:
H1 update: the type of reportable event has been changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received 2025-may-15. H6 update: the previously applied patient code e2403 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted in 2020. The date (B)(6) 2020 is considered an approximate date of pump implant (specific year known only). The patient was admitted recently to a hospital for increased stiffness and spasms for two days. The patient was given a bolus dose which resolved the issues and the patient was discharged home. The patient¿s next appointment was to take place on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that the patient had therapy for many years. Clinically it was working well, but at the patient's refill appointment on (B)(6) 2025, they had more than a 10% variation in baclofen when emptying the pump. The hcp went back to look at the patient's previous refills, which often have an excess of baclofen as below. The device elective replacement indicator (eri) date was (B)(6) 2026. Whilst they don¿t have any clinical concerns at the moment, the hcp and patient had not experienced the level of variation before. The discrepancies were noted as below; date/variation (B)(6) 2022/3.4 ml (B)(6) 2023/2.6 ml (3.7-6.2)/(40-3.7)x100 2.5/36.3x100=6.9% (B)(6) 2023/3 ml = (5.6-8.6)/(40-5.6)x100 3/34.4x100=8.7% (B)(6) 2023/3.7 ml =(5.3-9)/(40-5.3)x100 3.6/34.7x100=10.4% (B)(6) 2024/0.8 ml = (5.6-6.4)/(40-5.6)x100 0.8/34.4x100 =2.34% (B)(6) 2024/4.2 ml = (6.3¿ 11.5)/ (40 ¿ 6.3) x 100 5.2/33.6 x 100=15.5% (B)(6) 2025/4.8 ml % = (8 ¿ 13)/ (40 ¿ 8) x 100 5/32 x 100=15.6% it was further reported that it looked like the last 2 refills (40ml pump) had scores slightly outside the expected range. The hcp had not been able to investigate the logs as the patient lived some distance away and were not due to see him back in clinic for several months. As the patient was not experiencing any signs of withdrawal, the hcp would clinically monitor for the time being and check the logs at the patient's next appointment. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was admitted for symptoms of withdrawal in (B)(6) 2025 which was more chronic than acute, and was given bolus doses as programmed through the pump. This seemed to resolve the issue, and the patient has not had any issues since. At the (B)(6) 2025 scheduled appointment, the expected pump reservoir volume was 5.3 ml, and the actual aspirated volume was 8.2 ml (2.9 ml volume discrepancy). No further diagnostic tests or troubleshooting were performed. The cause of the pump reservoir volume discrepancies, increased stiffness, andspasms were not determined. The issue, however, regarding volume discrepancies, increased stiffness, and spasms had been resolved. The pump remained implanted and working.